Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa system: within 10 minutes: 370 mg/dl and 96 mg/dl and within 10 minutes: 377 mg/dl and 84 mg/dl. The patient was hospitalized for 3 days and treated with serum. Further details surround the hospitalization were not provided. Return of suspect device was requested and replacement was sent.